Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair the left mandible due to a malignant tumor on (B)(6) 2012. After approximately three (3) months post-opertive, it was noted that the unilock reconstruction plate was broken near the mandibular branch and the lower left median on (B)(6) 2012. Surgeon opted to leave the plate implanted at that time because there was no problem with occulusion and chewing. Patient has requested the plate be removed. Surgeon has diagnosed the cancer is unlikely to recur. Patient is scheduled for a revision to a new plate with bone graft in (B)(6) 2018. The revision date is not yet confirmed. This report is for one (1) unilock reconstruction plate 2.4mm, angled, left 170/50mm. This is report 1 of 1 for (B)(4).